Event description:
On (B)(6) 2008, the pt underwent the surgery with plates and screws. On (B)(6) 2009, the surgeon decided to removed them, because the pt's bone did completely union. During the removal surgery, the surgeon found that there was a minute piece of coiled metal (maybe it was from the plate). The surgeon removed it and the procedure was completed with no problem.